Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6), 2013, resulting in fixture loss. The device has not been made available for analysis as of the date of this report, (B)(4), 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.

Manufacturer narrative:
Per the clinic the patient developed an infection at the implant site and was treated with oral antibiotics on (B)(6) 2013. This report is filed april 30, 2014. Device currently unavailable.